Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. While performing an imaging system check-out, a medtronic representative, observed that the mobile view station line had a blown power fuse. The representative replaced the fuses with previously obtained fuses. The blown fuses were not returned to medtronic. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site biomed reported that, before taking the system into the operating the site's imaging system would not power on. The technician was trying to boot up the system where the system is stored. The imaging system's mobile view station would not power on, and the image acquisition system was losing charge. The imaging system was plugged into an approved outlet, but was not receiving power. The surgeon discontinued use of the navigation and imaging systems and chose to complete the procedure with a c-arm, an alternate system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.